Event description:
It was reported that the health care professional (hcp) had called in to confirm on battery longevity for this implantable cardioverter defibrillator (ICD). The device was implanted in 2015 and was not checked since then. Data analysis for requested to check on premature battery depletion (pbd). Boston scientific representative stated that this patient is a prisoner and will not be back in for 6 months and then they will save the data and send it on, or it can be collected. Bsc representative recommended to follow-up with the patient. This ICD device remains in service. No adverse patient effects were reported.